Manufacturer narrative:
E1: initial reporter address 1: no. (B)(6). Device evaluated by MFR: a gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 25mm distal of the proximal balloon markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a mildly tortuous and moderately calcified artificial arteriovenous fistula. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during procedure, the balloon material broke. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a mildly tortuous and moderately calcified artificial arteriovenous fistula. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during procedure, the balloon material broke. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.